Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump had motor error alarm. Blood glucose level of the customer was 320 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and able to rewind the insulin pump. Customer states insulin pump alarm history contains more than one motor error within 30 days. The insulin pump will be returned for the analysis.